Event description:
N/a.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The device history record (DHR) showed no abnormalities related to the reported failure. Failure analysis and determination of root cause cannot be completed due to the lack of information received to perform a complete investigation. The reported complaint was not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the a3059 mayfield composite series skull clamp has worn starbust, chipped and grooves were worn down and would not hold when attached. There was no known patient injury nor delay in surgery.